Event description:
On (B)(6) 2024, a 49 y/o male underwent #4-11 provisional crowns. It was discovered on (B)(6) 2024 that dental/gingival cord packed into the patient's gum, site #5 was from a previous appointment, resulting in an unintentional retained foreign object. During a comprehensive systematic analysis of the event, it was discovered that the dental retraction cord that was used, in addition to all dental retraction cord on the market is not radio-opaque (cannot be seen on x-ray), making it difficult to identify cord inadvertently left in the patient.